Event description:
This complaint is being reported as a malfunction due to the self-reboot issue with the animas insulin pump. The reporter indicated that when he/she reseats the battery, the pump continually cycles through a reboot mode. There was no evidence of a product misuse. The battery cap and o-ring is in good condition. Three new batteries were used but the issue was not resolved. There was no report of symptoms or medical intervention associated with the product issue.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. (B)(4).